Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, per complaint details, a revision was performed due to pain and it was noted that the post was fractured. Requested medical documentation was not provided. Without supporting clinical/medical documentation, a thorough investigation could not be performed and the patient impact beyond the reported pain and subsequent revision could not be determined. Should relevant clinical documentation become available, this complaint may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include wear or a traumatic event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient has an s&n ps ox legion knee since (B)(6) 2009 and was experiencing pain, during a revision surgery procedure it was found that the post on the insert had broken off.